Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 3 devices were received. 12 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. Evaluation results: 2 devices were found to be affected by a damaged exhaust hose. 1 device was found to be affected by excessive oil in the exhaust hose. 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device was reportedly leaking. 15 events had no patient involvement; no patient impact.

Event description:
This report summarizes 15 malfunction events in which the device was reportedly leaking. - 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 15 previously reported events are included in this follow-up record. Product return status 5 devices were received. 10 devices were not available for evaluation.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device was reportedly leaking. 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 15 previously reported events are included in this follow-up record. Product return status 4 devices were received. 9 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 3 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 2 devices were found to be affected by a damaged exhaust hose. 1 device was found to be affected by excessive oil in the exhaust hose. 1 device had no problem found.

Event description:
This report summarizes 15 malfunction events in which the device was reportedly leaking. - 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 15 previously reported events are included in this follow-up record. Product return status 5 devices were received. 9 devices were not available for evaluation. 1 device investigation type has not yet been determined.